Event description:
Boston scientific received information that this device was removed and replaced. There was concern that the battery depleted more rapidly than expected. Increased left ventricular thresholds to 4.0v/2.0ms were noted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.